Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device had a locked button lock and both triggers of the device were locking was not confirmed. Therefore, an assignable root cause for the reported condition of sticky trigger was not determined. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by brazil that during service and evaluation, it was determined that the compact air drive device would not reverse as the reverse locking mechanism was blocked and the device would not run due to motor damage. It was further determined that the device failed pretest for check function of device and check power with power test bench. It was noted in the service order that the device had a locked button lock. It was further reported that both triggers of the device were locking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.